Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The pt was brought to the hosp when her blood glucose per her home meter registered in excess of 500 mg/dl. Upon admit to the hosp her blood glucose was 800 mg/dl. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.